Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a thrombus occurred. The two target lesions were identified in the right coronary artery (rca). Target lesion 1 was 100% stenosed, the reference vessel diameter was 2.4mm and the lesion length was 22mm. A 3.0x32mm liberte stent was implanted. An additional procedure was performed at this target lesion site of thrombosuction. Residual stenosis was 5%. Target lesion 2 was 54% stenosed, the reference vessel diameter was 2.4mm and the lesion length was 20mm. A liberte 3.0x24mm stent was implanted. The procedure was technically successful with a residual stenosis of 0%. The patient was discharged the same day without angina or silent ischemia. Aspirin 100mg daily and clopidogrel 75mg daily were prescribed for 12 months.